Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after undergoing a pulmonary vein isolation (pvi) procedure, the patient experienced extreme pain. The patient, who has a history of non-ischemic cardiomyopathy with an ejection fraction of less than 50%, reported sharp pain in the medial upper right leg radiating to the lower leg. The patient was hospitalized on (B)(6) 2025 and treated with tramadol and diclofenac. A physical examination conducted at the hospital revealed no clinically significant abnormalities. An ultrasound performed the following day at the referring hospital also showed no anomalies or aneurysm spurium. The adverse event was assessed as probably related to the index procedure but not related to the pulse select pulsed field ablation (pfa) loop catheter or the contour sheath. The patient has not recovered or resolved from the adverse event.